Manufacturer narrative:
A ge service rep performed an onsite investigation. The cable between the gpos and the disk was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a save data error and then would not boot up. There is no report of pt injury.